Event description:
Cardiacassist was notified by the clinical staff of the hospital of an adverse event that occurred after performing the dilatation of the atrial septum on a pt undergoing a high risk pci. Shortly after the dilator was removed, the blood pressure of the pt dropped due to suspected pericardial effusion. The pt was immediately placed on tandemheart support to reduce left atrial pressure, and transported to the operating room for surgical repair of a perforation of the left atrial appendage. The physician indicated that the dilator of the transseptal cannula set was not clearly visible under fluoroscopy.

Manufacturer narrative:
Although the dilator involved in the event was returned for analysis, its specific lot number could not be confirmed. However, testing was performed on retained samples of dilators from cannula set lots shipped to the institution during the last year, which included cannulas from lots 2010060684 and 2010071887. This testing confirmed a reduced level of radiopacity of dilators in lots 2010060684 and 2010071887. Based on this, as well as a review of the current inventory at the hospital, it was determined that the returned dilator is from lots 2010060684 or 2010071887. The reduced radiopacity was found to be due to lower level bismuth subcarbonate in the polymer compound utilized to extrude the dilators, than that specified for the component.